Event description:
The report received from affiliate indicated that, during a routine angioplasty, the cypher would not cross the proximal lad. Therefore, the physician decided to withdraw the stent into the guiding catheter, but there was still some resistance so he decided not to withdraw the system as a unit. While pulling the cypher past the sheath, the stent dislodged at the brachial artery as it hit the tip of the sheath. The physician made a small incision at the site where the sheath was inserted. The pt was said to be in stable condition. Per the physician, this event was probably procedure related being that he tried to cross the proximal lad vessel too vigorously.